Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, e2, e3, g2. H6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-nov-2021 to 28- nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database corrupted upon checking med application and maintenance logs and the technical support specialist applied all steps in ka000016728-station database corruption ¿ sql server detected a logical consistency-based I/o error to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system displayed an error message. ¿timeout detected by underlying data source, operation was aborted¿ whenever customer used. The machine which caused a delay in dispensing medication during a procedure. There were no. Adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that database was corrupted and the following knowledge article 000016728 was applied to resolve. Technical support specialist deleted sql dump and rebooted station and verified that medapp is running. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system displayed an error message preventing user access to medication during a procedure. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.